Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported excessive no delivery alarms on her insulin pump. Customer's blood glucose is 124 mg/dl. She just received the device three weeks ago. She was taking a shower and heard a buzzing sound. When she got out of the shower, she saw the no delivery alarm. Customer changed her infusion set and reservoir, but the device would not prime. It alarmed no delivery again. Insulin exited the tubing when manually pushed. When she rewound the device and tried to fill the cannula, the motor didn't move and the device alarmed no delivery. The alarm occurred when there was no reservoir in the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed no delivery during the displacement test due to faulty microchip 4 interface board. The insulin pump was received with cracked case at display window corner, reservoir tube lip and minor scratched display window.